Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. Device analysis revealed a portion of the guide wire stuck in the exit port. A damage was observed on the guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. In order to inspect the guidewire rail, the portion the guide wire stuck was removed and a test guidewire (0.014") was inserted and no indication of resistance in tracking the guidewire into the catheter was noted. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that a foreign object was found on the short monorail of the imaging catheter. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An opticross¿ imaging catheter was selected for use. When the physician inserted opticross¿ imaging catheter, a resistance was encountered while inside the mach1 guide catheter. The physician opted to remove the opticross¿ imaging catheter together with the mach1 guide catheter and guidewire from the patient's body as a whole system. Upon inspection, a thread-like foreign material was noted on the short monorail of the opticross¿ imaging catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a foreign object was found on the short monorail of the imaging catheter. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified right coronary artery (rca). An opticross¿ imaging catheter was selected for use. When the physician inserted opticross¿ imaging catheter, a resistance was encountered while inside the mach1 guide catheter. The physician opted to remove the opticross¿ imaging catheter together with the mach1 guide catheter and guidewire from the patient's body as a whole system. Upon inspection, a thread-like foreign material was noted on the short monorail of the opticross¿ imaging catheter. The procedure was completed with another opticross¿ imaging catheter. No patient complications were reported.